Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally announced a "more than" meal instead of the usual amount, then received a low glucose alert about an hour after dinner; the ilet displayed 43 mg/dl while a confirmatory fingerstick was 83 mg/dl, and the user ingested graham crackers and glucose tablets, indicating an incorrect procedure related to meal entry with relevance to the user interface. Symptoms included dizziness associated with hypoglycemia. Outcomes included an unexpected medical intervention in the form of carbohydrate intake to address perceived low glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified involving failure to follow instructions and an incorrect method of meal announcement; the device component involved was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.